Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that there were no issues noted to the device during preparation. Continuous flush was maintained and no friction was felt during introduction of the coil into the microcatheter or advancing the coil within the microcatheter up to the lesion.

Manufacturer narrative:
As the device was not returned for analysis, a definitive root cause cannot be assigned. It is probable that the coil stretched as it was maneuvered during the procedure and this in turn led to the coil breaking. As per the device directions for use, "due to the delicate nature of gdc detachable coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration". Therefore a probable root cause of operational context was assigned.

Event description:
It was reported the coil stretched and broke during coiling of an anterior communicating artery (acomm) aneurysm. The broken portion of the coil was retracted back into the microcatheter and removed from the patient. The procedure was completed with the use of another coil. The patient is reported to be in stable condition.

Event description:
It was reported the coil stretched and broke during coiling of an anterior communicating artery (acomm) aneurysm. The broken portion of the coil was retracted back into the microcatheter and removed from the patient. The procedure was completed with the use of another coil. The patient is reported to be in stable condition.